Manufacturer narrative:
The event occurred in (B)(6). This medwatch is for active system 2. Reference medwatch with patient identifier (B)(6) for active system 1.

Event description:
Reporter stated that customer received the following results on 2 different meters within 1 minute: 72 mg/dl (active system 1) and 308 mg/dl (active system 2). The customer used the same vial of strips on both systems. No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.